Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device was stuck on the wire. A 6x120x130 innova¿ stent was selected for a percutaneous right leg revasurlaration procedure. During the procedure, the device was catching the guidewire. The innova was unable to advance or remove; it needed to be dismantled. There was no apparent harm to the patient.